Manufacturer narrative:
The samples are collected in lithium heparin tubes. The instrument is currently performing within the qc specifications. A bci field service engineer (fse) was on site (B)(4) 2010 and (B)(4) 2010, and inspected the instrument. The fse performed a verification run, which resulted in valve/motion errors, and performed required service steps to resolve the issue. The fse performed system check, high sensitivity system check, and qc verification. All results were within the specifications. The fse performed a mini precision run with the original errant sample. The results were < 0.04 with acceptable reproducibility. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above the ami cutoff generated by unicel dxc 600i access 2 immunoassay system for one patient sample. The result was reported out of the laboratory, but did not correlate with the previous results for the same patient. The test was repeated per the physician's instructions and produced lower results. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur.